Event description:
A hemobahn endoprosthesis was implanted in 2000 for the treatment of a popliteal aneurysm. On (B)(6) 2006, ultrafiltration of the device was detected. On (B)(6), the device was explanted. The device is being returned for analysis. Details regarding this event are unavailable.

Manufacturer narrative:
The explanted device has not yet been received. The investigation is presently is progress.